Event description:
It was reported that the mcp implant was fractured post-op (6-12 months after implant). A revision surgery was performed to replace the implant. During the surgery, it was noted that the tendon had ruptured and that a black material was around the implant. Doctor reported that patient was aggressive with the post-op therapy. The doctors belief was that the device was not a fault.

Manufacturer narrative:
A review of mfg records did not identify what may have caused or contributed to the event. The returned device was evaluated and the fracture is consistent with a rapid brittle, overload fracture. The wear damage on the components and joint space staining wear damage on the components and joint space staining are consistent with the fracture existing in situ for some time. No defects were identified with the device.